Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tulip of a pedicle screw splayed open during surgery while trying to reduce the rod into the tulip. The screw was removed and replaced with an alternative screw. There were no reported patient impacts associated with this event.

Manufacturer narrative:
The returned screw was evaluated. The threads within the tulip were found to be deformed in a manner consistent with cross-threading the closure top in the tulip. The root cause is likely attributed to the incorrect fitting of the rod causing the rod to not seat properly within the screw tulip and/or misalignment of the set screws with the tulip head when being installed. A review of the manufacturing records did not identify any issues which would have contributed to this event.